Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) following a non-device related procedure. It was confirmed that electrocautery was used during the procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed, and it would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirmed that the application-specific integrated circuit (asic) chip was damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. With all the available information, boston scientific concludes that the reported event of ipg was difficult to charge after a non-device related procedure was confirmed. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) following a non device related procedure. It was confirmed that electrocautery was used during the procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.